Event description:
After over a week use of acuvue oasys contact lens, my right eye starts to itch, have constant secretions and swelling. I had to stop wearing it. When it went away for a few days while I was wearing my old contact lens, b&l's soflens 66, I tried the oasys again and again after a week, I started to have the same problem with my right eye and this time got much worse. I had to use the eye drops and ointment for the eye. There is definitely some sort of allergic reactions to the lens and they need to do more clinical trials and testing before affecting god knows how many people. Frequency: daily wear. Dates of use: 1. 10 days, 2. 9 days. Diagnosis or reason for use: correct nearsight. Event abated after use stopped or dose reduced: 1: yes, 2: yes. Event reappeared after reintroduction: 1: yes.